Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operating pipe was bent and broken. The outer diameter of the operating pipe was found no irregularities. Based on the past similar cases, it was known that the breakage of the operating pipe might have occurred since a load was subjected to due to the hardness, size or shape of the calculus. The instruction manual of the device has already warned as follows; *repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection.

Event description:
During a removal of calculus, the subject device was used. In the procedure, the basket wire was incarcerated. The physician tried to crush the calculus with the emergency handle, but the wire broke in the handle. There was no patient injury reported. No further information was provided.